Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the incident that occurred on july 3 during a partial nephrectomy procedure just before arterial clamping. The robot went into standby mode and could not be restarted. Fortunately, the arms were deactivated, allowing laparoscopy to continue without conversion. The reporter had to modify the trocar ports to enable me to perform the partial nephrectomy with a clamping time of less than 30 minutes and without bleeding. Anesthesia time was prolonged, but postoperative recovery was very straightforward.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the medical grade power supply (mgps). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted urology partial nephrectomy surgical procedure, post anethesia, the customer reported to technical service engineer (tse) that they had a power outage in the theatre, so the system switched off. The power was successfully restored in theatre; however, the surgeon side console (ssc) did not power on. Tse asked the customer to check the status of the power button which was off. Tse guided the customer to check ssc circuit breaker which was in 1 position. Tse requested to try another ac wall socket then ssc started but communication with the rest of system was not correct. Tse guided biomed to force the power down and performed a patient side cart (psc) emergency power off (epo) at the same time. While off, tse guided the customer to check that all the blue fiber cable (bfc) were properly seated, unplugging and re-plugging them all. After that system came up with error 17 pointing to bad communication with ssc. Tse requested the customer to shutdown system again and cleaned, reseated bfc on core side and ssc side; however, the issue persisted. Tse asked the customer to swap the cable between the psc and the surgeon side console (ssc) and to disconnect the bfc on the ssc side and start the rest of the system to boot up correctly. Tse asked the customer to start only the ssc, but it did not start and shut down after a few seconds. A component must have been damaged as a result of the power outage. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the redundant medical grade power supply (mgps) for failure analysis investigation. The unit was analyzed and in the system logs, error 1100 was found indicating failure happened in the field. Upon visual inspection there is no issue found that would relate to the complaint. The unit was installed onto golden system. Upon turning on the system, the supply switcher was turned on, a weird smell came from the unit. The system undergone 7 power cycles, but no related errors/issues were found. The unit was fully functional. The event was confirmed based on error log review; however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.